Manufacturer narrative:
Thrombosis/stroke: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details.

Event description:
Additional information states that the pump was explanted due to lv thrombus in fm. The cath lab did not save upon explant.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery to support the 60 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient had previously been supported by an intra-aortic balloon pump and ECMO while medically managed with inotropes and vasopressors on a vent for respiratory needs. The pump was supporting when there was imaging done on day 2 of the support for pump positioning. In the echo imaging there was an observation made of left ventricular thrombus. The decision was made to explant the pump. The team observed a stroke at the day of explant. The treatment of the stroke was not shared, but was determined to be embolic in nature. Cerebral vascular accidents/stroke is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.